Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a 30mm amplatzer cribriform occluder was chosen for implant. During procedure, the user attempted position and deploy the device however, the left disc appeared "cupped" and the right disc presented in a "bulbous" shape. The device was exchanged with a new, 25mm amplatzer cribriform occluder. The patient remained stable throughout the no additional information has been provided.

Manufacturer narrative:
The reported event of deformity of device could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined.